Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that auto scans started making a ticking noise from the ii error. No pt injury was reported.